Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted. Following the procedure, the patient experienced excruciating pain in left leg, nerve damage. The patient reports pain all in pubic region and vagina, lower back and left hip pain, damaged left leg and groin area. The patient reports that they no longer work and take five different pain killers a day. Additional information has been requested.